Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in moderately tortuous and severely calcified proximal left anterior descending artery. The physician advanced the 2.5x15mm maverick2 balloon to the lesion and on the first inflation, inflated the balloon to 12atms for twenty seconds and the balloon ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with the deployment of a drug eluting stent. Patient status is reported as "good".